Event description:
The pt received her scs system on (B)(6) 2009. It was reported she discontinued use of the scs system shortly after implant due to personal reasons. When the pt tried to initiate stimulation last month, the ipg was non-responsive. On (B)(6) 2010, the patient's ipg was replaced with a non- rechargeable model.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.